Event description:
It was reported that the perfusionist found the de-airing valve broken just after he finished priming. There was no intense knock on it. And he stopped and exchanged. No consequences to the pt were reported. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary received the provided complaint description and additionally a picture of the product in question. However, the damage visable on the picture is not concurring with the provided info. Additional info is requested. A supplemental report will be provided if new info becomes available. Additional info: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (qu adrox-I neonatal) is registered under 510 (k): k102464.